Event description:
It was reported the patient experienced pain at the ipg site beginning in (B)(6) 2018. Patient indicated pain is present with stimulation on and off. Patient also indicated she teaches elementary school and students would run into her which would in turn push on the ipg site. Surgical intervention was undertaken on (B)(6) 2018 and the ipg was relocated to the patient's back. Surgical intervention addressed the issue.